Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had software error detected and blank display. The customer¿s blood glucose was unknown at the time of incident. Customer reports insulin pump had failed battery alarm. Customer reports they were able to clear alarm but not able to complete pump rewind. The customer was assisted with troubleshooting and the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, and active current measurement. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump alarmed no motor movement during the rewind sequence. Motor was tested outside of the device and failed, problem isolated to motor/force sensor. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly.